Manufacturer narrative:
The site declined to provide patient information, per japan privacy laws. In trouble-shooting, following the procedure, the medtronic representative inspected the reference frame and confirmed it had no issues. (B)(4) 2015 - a medtronic representative, following-up at the site, reported there have been no further issues, or reoccurrences, with the reference frame. The disposable passive markers were suspected to be related to the reported issue. No parts have been received by manufacturer for analysis.

Event description:
A medtronic representative reported that, while in a spine procedure, the reference frame was tracking intermittently. The site checked the distance of the frame to the camera and replaced the tracking spheres, however, this did not resolve the issue. There was a delay of approximately one hour due to the effort of occasionally stopping to wipe, or re-attach, the tracking spheres. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that after replacing the spheres the frame worked normally, the disposable spheres will not be returned.the software investigation found that the reported event was unrelated to a software issue. Replacing the disposable spheres resolved the issue. The software functioned as designed.